Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) in the advancer tubing for evaluation. Visual examination of the sample revealed two kinks nears the middle of the guide wire. Both welds appeared to be present and fully spherical and the j-bend was intact. Microscopic examination confirmed the welds were intact and the kinks in the swg. The kinks in the guide wire body measured at 39mm and 49mm from the distal tip. The overall length of the swg was measured to be 455mm which is within the specifications of 449.2-458.8 mm per wire guide product drawing. The outer diameter of the spring wire guide measured 0.530mm which is within specifications of 0.508-.533mm per wire guide product drawing. The returned spring wire guide was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The wire guide passed through all components with minimal resistance. A manual tug test confirmed that both welds were still attached. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked twice towards the middle of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.